Event description:
During baxter's functionality testing of a spectrum pump, it had a failed keypad with automatic output. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During evaluation the device was found out of specification in relation to the symptom, automatic keypad output, which was reproduced. The device evaluation confirmed the keys in the second, third, and fourth columns (excluding soft keys) to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.